Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the system is failing startup with errors 170 and 31089. System event logs confirm the error pointing to the tower to robot fiber connection. The customer reseated the blue fiber cables and rebooted the system. The system powered on successfully and the error cleared. Customer called back to report that the system faulted again while sitting idle. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: user was unable to trouble shoot. The procedure was converted to another system.